Event description:
A physician reported a pt who was originally skin tested and treated by another physician "yers ago" (the exact date not known). The pt was then reskin tested on 9/3/1998, the pt was treated in the upper and lower vermilion borders. On 10/2/98, the pt was examined and the physician noted swelling, tenderness, pinkness, and "lumpiness" at all the treatment sites, including the skin test site; onset date approx 9/29/98. The physician prescribed topical westcort cream. On 10/16/98, the pt presented with continued swelling and "lumpiness" at all treatment sites. The pt stated the areas were less tender. The physician injected intralesional kenalog to the vermilion border treated sites. The physician believed the symptoms were a definite hypersensitivity to the collagen. No further medical or surgical intervention was planned or prescribed.